Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited a white, glitching display that impaired screen visibility and normal use; the device had not been subjected to impact, and the user reported that blood glucose levels were not affected. Symptoms included visual display malfunction without physiological effects. Outcomes included the need for device replacement and return of the original unit. Investigation included review of the user¿s report, confirmation of shipping details, data synchronization guidance, shutdown instructions, and arrangements for replacement and return logistics. Investigation of the returned device revealed a display/screen malfunction consistent with a hardware screen visibility failure, with no associated alerts or alarms and no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.